Event description:
It was reported that during the implant procedure, the lead tested normal, but when connected to the ICD, the high voltage lead impedance was low in all vectors. The physician did not want to replace the lead due to patient being in critical condition, but programmed the svc vector off as the rv to can vector was a little higher. The device remains implanted. The patient was in intensive care. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.